Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported screen image on display is split in half, which was confirmed during evaluation. The cause was determined to be a damaged display. The liquid crystal display was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Evaluation included a visual assessment as well as functional testing. Evaluation experienced a low pump audio during testing. The cause was identified to be a loose speaker on rear case which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the screen image of a spectrum iq pump was split in half. The problem was discovered during biomed testing at the biomedical service department. There was no patient involvement. No additional information is available.